Event description:
It was reported that a patient presented remotely via merlin.net. Upon review of the transmission, the patient's implantable cardioverter defibrillator was found to have incorrectly interpreted supraventricular tachycardia episodes as true ventricular tachycardia, resulting in inappropriate shocks. No intervention was performed or planned. No patient consequences were reported.